Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, before the ablation was started, while trying to obtain a seal on two tenaculum stabilizers during the hysteroscope phase, leaking was noted at the cervix. The physician readjusted the tenaculum stabilizers to secure the seal. Approximately 5 mins into the ablation, there was a fluid loss alarm. The loss was approximately 10cc's per min. As a gauze pad was pulled from the pt, a burn was observed at approximately 6 and 4 o'clock. The size of the burn is unk and silvadene cream was applied immediately. Although the physician reported that during the ablation the pt's uterus had relaxed and loosened one of the tenaculum stabilizers, this info cannot be confirmed, however. The procedure was aborted as a result of this event and there were no further patient complications reported. In addition, the pt was 11 weeks post delivery and the cervix was patchless.

Manufacturer narrative:
The suspect device has not been returned as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant info from that review, a supplemental medwatch will be filed.